Manufacturer narrative:
Catheter model # 8709 serial # (B)(4) implanted on: (B)(6) 2006 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was proactively replaced as the eri was 15 months and the patient did not like the pump location. The pump pocket was being revised and they decided to do both at the same time. It was noted that the patient was doing great and therapy was effective. The pump delivered morphine.